Event description:
Olympus was informed that during a therapeutic plasma resection procedure the output power was felt to be abnormal and the generator issued several error messages. However, the intended procedure was completed using the same set of equipment and there was no report about and adverse event or patient injury. When the device was inspected after the procedure, error messages e172 and e006 were found in the error log.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh), (received at osh on 2022-07-28). The evaluation at osh confirmed the occurrence of error messages e172 and e006. Both error messages were found in the error log. Error message e172 was traced back to a faulty lvps cable and can thus be attributed to component failure. Error message e006 can have different causes but in all cases is triggered if the electrical resistance between the two electrodes of the device increases, which may happen, for example, if an irrigation fluid with insufficient conductivity is used. However, the exact cause could not be conclusively determined in this case but since the failure only occurred temporarily, a use error is assumed. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.